Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had suspected pump thrombosis in september 2023. Thrombus was stated to have been confirmed based on log files and symptoms. It was stated that the patient was off of aspirin and coumadin (warfarin) for gastrointestinal (gi) bleed. At the time of event, the patient had low flow alarms (lfa) and low power. The patient had an echocardiogram and a computed tomography angioplasty (cta) which was unremarkable. A ramp study was performed and despite increase in speed, there was no change in left ventricle size and the aortic valve remained open. No thrombus symptoms were observed other than lfas. Coumadin resumed, and the lfas resolved prior to discharge.

Manufacturer narrative:
This event was determined to be supplemental to MFR. Report # 2916596-2024-06246.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported event of suspected pump thrombus and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined as no images were submitted for analysis and the device remains in use; however, review of the submitted log files revealed changes in rotor noise and rotor displacement, but were not consistent with material, such as thrombus, being ingested into the pump and contacting the rotor. Additionally, the communicated low flow alarms and power changes could not be confirmed through this evaluation. The controller and left ventricular assist device (lvad) log files contained events from (B)(6) 2024 through (B)(6) 2024 and did not capture the reported event date of 25sep2023. Review of the log files did not reveal any low flow alarms or low lvad power. Fluctuations in the rotor displacement and rotor noise were captured at this time, but are not consistent with a material, such as thrombus, passing through the device and making contact with the rotor. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate hm 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism and pump power, that may be associated with the use of the heartmate 3 lvas. This section also states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4, ¿system monitor¿, explains that the low flow hazard alarm occurs when the pump flow is below 2.5 lpm. A 10-second delay is imposed between the detection of the low flow stats and the activation of the associated audio and visual indicators on the system controller. Changes in patient condition can result in low flow. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), instruct to inspect the ventricular chamber for mural thrombi and crossing trabeculae following the removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures,¿ warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management,¿ also lists thromboembolism as potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 lvas patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.